Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 had foreign matter. The following information was provided by the initial reporter: from the internal bd comments: received 7 loose samples and one dirty sample.

Manufacturer narrative:
H6: investigation summary: ten retained samples from the lot were evaluated. One syringe was provided with foreign matter in the tip of the syringe. Upon visual inspection of this sample, it can be observed burnt material is embedded in the tip of the syringe. This defect appeared due to the injection of burnt material generated during molding process. Injection machines are periodically subjected to maintenance and cleaning program. Regarding foreign matter, possible root cause injection of burnt material generated during molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml ls sp120 had foreign matter. The following information was provided by the initial reporter: from the internal bd comments: received 7 loose samples and one dirty sample.